Event description:
It was reported that the image on the 9800 system would flicker when the interconnect cable was moved. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable was replaced and the pin connector was repaired during the service call. The system was tested and found to be working as intended and put back into service.